Event description:
It was reported that the customer required assistance by emergency room/hospital to treat blood glucose (bg) level. It was not provided if bg level was low or high. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.